Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a procedure back in july and had a retained capsule. Technical support advised not to have MRI until capsule has exited the patient. There was no patient and user harm.